Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and checked the reagent probe aspiration and dispense. The cse also checked the acid and base dispense and aspirate probe 2, 3 and 4. The cause of the discordant tni ul result is unknown. The cse successfully ran quality controls. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni ul) result was obtained on one patient sample on an advia centaur cp instrument. The discordant tni ul result was reported to the physician(s). The sample was repeated two times on the same system, which resulted lower. The sample was also tested on an alternate system, which resulted lower. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated, tni ul result.